Manufacturer narrative:
B5 clinical narrative updated, malfunction was changed to death, and h6 codes updated. Section d4 catalog number was corrected. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 65-year-old male patient with cardiomyopathy. The patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, a purge pressure high alarm was noted on impella connect. Removing and reinserting the purge cassette resolved the issue. Additional issues included aortic placement signal reading 30 points lower than the arterial line and erroneous suction alarms. The physician recalibrated the aortic placement signal. Echocardiography confirmed appropriate device position. Placement monitor and audio were disabled by staff. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced erroneous suction alarms. The physician recalibrated the ao placement signal and confirmed proper pump position using echo. Impella support continues.